Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he got into a swimming pool while wearing the insulin pump and the display went blank. Blood glucose level at the time of the incident was not provided. Customer was unable to troubleshoot as the device would not power on. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.